Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that, no matter how much insulin she took, her blood glucose would not go down. The customer's blood glucose was approaching 500 mg/dl. She stated that she woke up with high blood glucose and reverted to a different basal setting on the insulin pump. She changed her infusion set, rewound, connected the tubing to the reservoir, put the set in, pressed the act button, and stated that the insulin pump stopped delivering insulin by about 2 units. She found several no delivery alarms in the device's alarm history. The customer was advised on how to potentially fix the problem in the event that the issue recurred. She was advised to treat with a manual injection if necessary to use her back-up plan. She declined replacement of the infusion sets and reservoirs. The customer stated that she had recovered from low blood glucose and did not require any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.